Event description:
It was reported to st. Jude medical that the device displayed a message of "possible output circuit damage." Technical services stated that the device needed to be replaced and the high voltage lead reassessed. High voltage lead impedance check indicated low impedance. The lead was replaced.